Manufacturer narrative:
The insulin pump was unable to perform basic occlusion, occlusion, prime and no delivery test due to no button response. However, motor passed motor test. The insulin pump was unable to verify motor error alarm and alarm due to no button response. The insulin pump was received no button response due to corroded keypad traces. No button error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm, button error alarm and an unexpected error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the up arrow and esc button were not working as well. The customer stated that the unexpected error occurred when reinserting the battery. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.